Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01117, for the other associated device information. It was reported to boston scientific corporation that two defective speedband superview super 7 multiple band ligators were used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, the patient was being retreated for a non bleeding esophageal varices. During the procedure, they positioned the device in the esophagus and in both instances, the bands would not deploy off the ligator head. The case was completed with a third speedband superview super 7 multiple band ligator. In addition, it was reported that when the devices were removed from the patient, it was noticed that the bands were bunched up on the ligator head. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)